Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product name: micra: model #: mc1avr1 / expiration date: 14-jul-2022 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 02-feb-2021 device labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced a possible perforation. A large clot was noted on the device and within the cup of the delivery system (ds). Medication was flushed through the system and the device was implanted. A small pericardial effusion was later noted on bedside echocardiogram. It was noted that a temporary internal jugular (ij) lead was removed during the same procedure and it is unknown if the patient complication is related to the ij lead removal. The ipg remains in use. No further patient complications have been reported as a result of this event.